Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no deviations or non-conformances during the manufacturing process. The patient sensor calibration check and mushroom head check passed. There are no discrepancies encountered in the internal inspection of the cycler. No burrs or sharps in cassette area that may have punctured a cassette membrane. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient called in regarding fluid leaking from the cassette door while in drain 2 of 4. The treatment was cancelled. The pd patient removed the cassette and confirmed there was solution inside the cassette door and underneath the machine. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. The pd nurse stated the patient has been on pd treatment for 6 years. The cycler was replaced.